Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular lead had dislodged. The lead was successfully repositioned